Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges that for almost one month a button does not work; exact button was not provided. Caller reported the button sometimes works and sometimes not. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.